Manufacturer narrative:
Updated fields - d4, d9, g1, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. DHR - no anomalies . Failure analysis - the valve was visually inspected; biological debris were noted around and inside the housing as well as needle holes in the needle chamber. The position of the cam when the valve was received was at 290mm h2o. The valve was hydrated per internal process. The valve passed the test for occlusion, leak, reflux, siphon guard and cam magnets. The valve failed the test for programming, the cam mechanism did not move during the programming process and was stuck at 190mm h2o. The valve was then pressure tested at setting 190mm h20 only and the valve failed the test (measured underflow). The valve was tested again for programming and the valve failed the 2nd test. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted inside the casing, on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the programming issue reported by the customer was due to biological debris noted inside the casing, on the spring, on the spring pillar, on the cam mechanism and on the base plate. The root cause for the pressure issue noted during the investigation is due to biological debris found on the seat of ruby ball. The debris was stopping the ruby ball from sitting correctly on the ruby ball seat. As specified in the IFU, adverse events section: "devices for shunting csf might need to be replaced at any time due to medical reasons or failure of the device. Keep patients with implanted shunt systems under close observation for symptoms of shunt failure. [...] Accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting". Complaint will be closed as 'programming: unable to program'.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the hakim programmable valve was implanted on (B)(6) 2016 and now is unable to be programmed from 190 setting. No patient harm was reported. No additional information has been provided after several attempts.